Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause could not be definitively determined. The returned detector was investigated at the supplier. The supplier attempted to reproduce the effect reported at the customer site. Despite intensive investigation the problem could not be reproduced with the complaint device and in all cases the detector worked flawlessly. The affected part has been exchanged by the local service organization and the error did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q ceiling system. During an interventional procedure an ias error occurred. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.